Event description:
It was reported that the bd secondary blood sets experienced defective product. The following information was provided by the initial reporter: "we have learned of another blood set defect."

Manufacturer narrative:
Investigation summary: a complaint of a misassembled set was received from the customer. A sample was received under (B)(4). Through visual inspection, the customer complaint of misassembly was verified by visual inspection. Evaluation of the sample indicates that the drip chamber of the assembly was constructed in a manner that it would be upside down when connected. The tubing from the spike leads directly to the bottom port of the drip chamber. A device history record review for model 10014081 lot number 21089134 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on 31aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be an error in the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.